Manufacturer narrative:
The completed questionnaire was reviewed by the clinical analyst, who stated the following: ¿the surgeon reported a patient presented with endophthalmitis at the post-operative visit on (B)(6) 2017. The patient was post-surgical repair of a retinal detachment. The facility director was contacted and she stated they did not know which product was suspect. The surgeon completed a questionnaire. The patient was an (B)(6) year old male with surgery completed on (B)(6) 2017 on the right eye (od). The patient was not hospitalized. The patient¿s pre-existing ocular history included cataracts both eyes and retinal detachment of the right eye (od). The patient has no relevant medical history. The patient presented 14 days post-operative with a decrease in vision and intraocular inflammation of 3+ anterior chamber cells. No cultures were taken. Vitreous could not be evaluated due to the presence of gas in the posterior chamber. The patient did receive medical intervention of intravitreal injection of antibiotics and steroids. The patient¿s symptoms resolved with this treatment. In the surgeon¿s opinion, as no device was implanted, the device did not cause or contribute to the event. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis.¿ product evaluation: no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a patient presented with endophthalmitis at post operative visit. The patient was undergoing surgical repair of a retinal detachment. This is the second of two reports for this facility. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire has been received from the surgeon. The patient presented 14 days post operative with a decrease in vision and intraocular inflammation of 3+ anterior chamber cells. No cultures were taken. Vitreous could not be evaluated due to the presence of gas in the posterior chamber. The patient did receive medical intervention of intravitreal injection of antibiotics and steroids.